Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 continuation of d10: product ID gwbc30; product lot/serial number n/a; product type: guidewire; explant date h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the valve implant, bleeding around the annulus was also observed. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the pericardial effusion, dissection or the bleeding around the annulus. A confida guidewire was used during the procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d- evolutfx-2329, serial/lot#: (B)(6), ubd: 28-mar-2027, UDI#: (B)(4) continuation of d10: product ID: {guidewire}; product type: {guidewire}; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, the patient's blood pressure dropped. An echocardiogram was performed that detected pericardial effusion. Subsequently, blood was removed from the pericardium via pericardiocentesis. The pericardium was noted to be dry and the valve was functioning well. A few hours later, another blood pressure drop occurred, and a large pericardial effusion was detected by echocardiogram. Despite all care provided, the patient died a few hours after the procedure. Per the physician, the causal/contributary factors could have been pericardial effusion due to the guidewire, dissection above the sinotubular junction (stj), and fissures of the annulus for indeterminate reasons. The patient had significant left ventricular hypertrophy. The physician assessed that the valve was not responsible for the event.